Event description:
It was reported that the bladder of a large volume intermate ruptured. This occurred at the end of an infusion of a non-baxter antibiotic, when approximately 20 ml of solution was inside of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed a marking on the interior surface of the bladder near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.